Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn undyed suture. The client reported that at opening the package, when the thread was pull with the needle holder out of the pack, the needle has detached from the thread. This issue have been found in 5 units of this reference-batch. Another suture was used, without any consequence for the patient.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received 28 closed and 1 open samples. Tightness test to the closed samples received has been performed and the units are tight. Rotation test in all closed samples has been performed and the thread broke in all units, in the attachment area. Too much thermal treatment is applied for hardening thread ends and this causes the needle detachment. The device history record of this product has been reviewed and no deviations were reported. After evaluating all clinical risks and potential adverse effects within the product clinical data and within the post-market experience it is concluded that, from a clinical point of view, the risk-to-benefit ratio is regarded positive. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.